Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6208763. A manufacturing review revealed that no equipment, instrument, process, or surfaces could have caused the customer's indicated failure mode. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI #: (B)(4).

Event description:
It was reported that after insertion of a 22g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system, a nurse retracted the needle and the needle broke through the catheter prior to reaching its safety lock. This resulted in a contaminated needle stick injury to the nurse's right second digit. The nurse washed his/her hands and was seen by occupational health. The source patient received post exposure lab work. No additional information for this incident was provided.